Event description:
The handpiece was used under a second look pseudomyxoma in the abdomen. Upon testing the handpiece was activated without somebody being nearby. It did function a few minutes before stopping totally. It was noted that the tube was kinked just under the pencil. When the handpiece was replaced the system functioned without problems.